Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 47 mg/dl; cause unknown. The customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.